Event description:
The account reported that during a colonoscopy to remove arteriovenous malformations (avms) with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a (p.n.: 10128-205), a patient's right colon wall was perforated. The settings were 45 watts power with a 1 lpm argon flow rate. The patient died days later.